Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front and rear response buttons were non-functional. The response button switches were physically damaged. The root cause for the damaged switches was excessive force. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons weren't working.